Event description:
It was reported that (2) atb45 were used during a wedge resection procedure. It was reported by the affiliate that the devices did not staple but cut the tissue. Opened another device to complete the case. No adverse patient outcome.